Event description:
Caller reported a malfunction on the pump, which displayed malf 5 as the malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Instructions were given to contact technical support again if the issue reappears, and the caller acknowledged this understanding.